Manufacturer narrative:
B3: day is unknown, year and month known. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "when cuff air was injected before patient use, air could not be released and inserted". This occurred during priming, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received without the original package. Per visual inspection, a hole in cuff was detected. The complaint was confirmed. The root cause was not determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.